Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 18th march 2010 and performed to specification up to the 1st may 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the 7th may 2016 and the 14th june 2016. The device records multiple self-test fails due to a real time clock error. On receipt the pad clock was incrementing however a nonsensical date and time was displayed. This would confirm the real time clock error shown in the history log. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The rtc fail may have become corrupt due to loss of connection when connected via the usb or as a result of the membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.